Event description:
It is reported that a customer had issues removing the needle from the sensor. The customer's blood glucose level was not recorded. The customer was assisted over the phone with the issue was able to pull the needle out of the sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.